Manufacturer narrative:
Additional product codes jdp, hrs. Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction and internal fixation (orif) distal femur left side. The trocar with handle would not properly interlock into the condylar aiming arm. There was no surgical delay. The procedure was successfully completed. No patient consequence. This report is for one (1) lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm. This is report 6 of 7 for (B)(4).